Event description:
As reported the valve was explanted at implant due to regurgitation and replaced with the same size and model device. Per the customer report: during a toe at the end of the case, it was identified that the valve was "not working" due to a large amount of regurgitation. The valve was replaced with a satisfactory result. Patient is hospitalized in stable condition.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The explanted device was returned to our sales rep on (B)(4) 2012 and is being shipped to our facility in (B)(4), for decontamination and reshipment to our evaluation lab in (B)(4). The doctor's hand notes of the operation were provided which indicated the patient had been taken off bypass when the regurgitation was detected by toe. The pre-pump and post-pump echocardiography files have been provided and will be interpreted by an independent consultant. No other reports have been made available. Most recent status update on the patient is that he is hospitalized and in stable condition. Supplemental report will be filed when new information is available.

Manufacturer narrative:
Echocardiography review dictation was received from an independent consultant.

Manufacturer narrative:
Evaluation summary attached: on (B)(4) 2012, preliminary evaluation completed. Report of device explanted at implant due to regurgitation, cannot be confirmed based on visual observation. As received, mechanical damage was evident onto the tissue at leaflets 1 and 3, serrated markings and minor non through cut. The leaflets appeared flexible. The wireform was intact, as evident in the x-ray. The valve will be sent to research and development for functional testing. Supplemental report to follow with results upon completion of testing.